Manufacturer narrative:
The software investigation found that although the software logs did not specifically indicate a specific cause of the reported issue, the symptom was consistent with an existing software investigation. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Initial reporter phone: (B)(6). In trouble-shooting, the reported issue could not be replicated per medtronic representative. On /13/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 0/06/2016 a medtronic representative, following-up at the site, reported the issue occurred intraoperative, however, at that time, the system became unresponsive in the software. Navigation support was no longer required for the procedure. Reported issue could not be replicated. No further issues have been reported.

Event description:
A medtronic representative received a report on 09/13/2016, that while in a cranial procedure on (B)(6) 2016, the navigation system synergy cranial software unexpectedly became unresponsive. The blue screen with the synergy cranial logo was visible on the monitor screen. The site performed a manual shut-down (pressed the I/o button for seconds) and re-started the navigation system seconds later. The application started as expected. System performed as intended. Patient registration was available. The surgeon opted to abandon use of navigation to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.